Event description:
A malfunction alarm 20 was reported during the loading process of the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted in loading a new cartridge, but the alarm persisted, leading them to arrange a replacement pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and instructions were given for returning the faulty pump.